Event description:
The reporter alleges the lift chair was delivered and her son set up the chair and plugged it in. Her husband sat in the chair and reclined. He pressed the controller for the massage when the reporter alleges they smelled smoke and noticed the underside of the chair was on fire. The fire was extinguished. No injury or property damage was reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The device is being returned for evaluation. A follow up report will be submitted once the evaluation is complete.